Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Axes controller platform backplane (apcb): the acpb was analyzed, and the reported error was confirmed via system logs but could not be replicated during in-house testing. The system logs indicated a high-side switch fault, consistent with a fatal power loss detected by fpga logic, validating the fault occurred in the field. Visual inspection did not reveal any physical abnormalities. The acpb was returned alongside two other boards (acpd and upd) under the same error condition. The acpb was installed, programmed, and tested on a golden system, where it passed 15 power cycles without issue. The unit remained idling in normal mode overnight with no failures observed. Additional testing was conducted with all results passing. The complaint was confirmed based on the field evaluation but not replicated by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the axes controller platform dual (acpd) and universal power distributer (upd) for failure analysis investigation. The units were analyzed and the following information was obtained: axes controller platform dual (acpd): the unit was returned for failure analysis, and the reported failure was not confirmed and not replicated. Visual inspection, no issues were found that is related to the report issue. The acpd was installed and tested into a golden pca system where the component functioned as expected. The system started up without any error. Ran 10x power cycle with this part, all passed. Exercising all arms with no issue. The acpd remained on the test system for hour. Universal power distributer (upd): the unit was returned for failure analysis, and the reported failure was confirmed and not replicated. In-house fa: visual inspection: upon visual inspection, no issues were found that would be related to the reported failure. When reviewing the artemis log, there were errors 31221 node 79 of upd means the hardware high side switch fault fpga logic has detected a loss of power, confirming the fault occurred in the field. The upd was installed and tested onto a golden pca system were the component functioned as expected. The system started up without any error, with good image. The audio is loud and clear. Epo functionality test, passed. All the gantry motors were moved the full range of motion test deploy for draping function without any issue. Voltage and current monitoring are within range. The system ran 20x power cycles with this board, al passed. The upd remained on the test system for hours in normal operation with no issue.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted hemicolectomy left surgical procedure, the customer reached out to the technical service engineer (tse) concerning the occurrence of two non-recoverable faults following the commencement of a surgical procedure. The system logs indicated a high side switch fault and voltage errors. The customer had already attempted a system restart prior to making the call. During the call, the staff was in the process of manually undocking the system to convert to a laparoscopic procedure. The caller was informed that the issue was localized to the patient side cart and that the other systems were operating with compatible software. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the axes controller platform backplane (apcb) and the universal power distributer (upd) due to high side switch fault and axes controller platform dual (acpd) for intermittent connection issue. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the units involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.